Event description:
The customer complained that the incorrect tests were run on a single patient sample when using the vitros 4600 chemistry system. No misassociated results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that incorrect tests were run on a single patient sample when using the vitros 4600 chemistry system. The root cause of the event was determined to be user error. The customer reused an sid without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. The analyzer was operating as intended. The csc reviewed information contained in the ¿sample ID reuse¿ section of the 4600 chemistry system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred.